Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up after receiving a remote alert for high, out of range high voltage lead impedance. The trend showed fluctuations in impedance since (B)(6) 2014. The could out of range measurements could not be reproduced in clinic. It was noted that the patient had been hospitalized in (B)(6) 2014 for fluid buildup in the lungs. The patient was administered diuretics which may have had an affect on the impedance measurements. The patient notifier was re-enabled and patient monitoring will be continued.

Event description:
New information received states that during a subsequent follow-up, an alert for high voltage shock lead impedance was still observed. Patient monitoring will continue with the patient notifier disabled.